Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and high blood sugar that went up to 448 mg/dl. Customer was treated with electrolytes and intravenous insulin. She was wearing the insulin pump at the time of hospitalization. The doctor reportedly identified a sinus infection leading to large swings in blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.